Event description:
Size 4x9mm ps insert revised on right knee." Intra-operatively, delamination of the insert was noted.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown insert was reported. The event was confirmed via provided photos. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photos present a recently explanted insert delaminated at the post of insert. Damage on the wire and insert was also noticed, which is consistent with explantation damage. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the provided phots present a recently explanted insert delaminated at the post of insert. The reported event was confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text: device not returned.

Manufacturer narrative:
An event regarding wear involving an unknown insert was reported. The event was confirmed via provided photos. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photos present a recently explanted insert delaminated at the post of insert. Damage on the wire and insert was also noticed, which is consistent with explantation damage. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the provided photos present a recently explanted insert delaminated at the post of insert. The reported event was confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Size 4x9mm ps insert revised on right knee." Intra-operatively, delamination of the insert was noted.